Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range shock impedances of greater than 125 ohms. Technical services discussed the shock impedance trend looked relatively stable, with occasional spikes to 128 ohms and then back down. At this time, the patient will continue to be monitored. This ICD remains in service and there were no adverse patient effects reported.